Manufacturer narrative:
(B)(4). Concomitant medical products-108115,ml-hd mod calc prox 34c 000380, 11-163660, 28mm m2a mod head -6mm nk, 868980, 15-104058, m2a-t m/h rad sld/apx shl 58mm, 15-105000, m2a taper 37/28mm liner, 011240. Reported event was unable to be confirmed. Radiographs were reviewed and noted: the proximal position of the femoral component with lucency involving the greater trochanter and at the bone cement interface along the lateral aspect of the proximal femoral physis. Heterotopic ossification is noted along the medial and lateral portions of the proximal femoral stem. No radiolucency of the acetabular cup. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2018-01170-1, 0001825034-2018-01171-1, 0001825034-2018-01172-1, 0001825034-2018-02141.

Event description:
It was reported that the patient's right hip was revised 17 years post-implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.